Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a read/write error in main drawer 6.1. A field service engineer cleaned all connections with alcohol wipes, reinserted the cubies, and then popped open all lids. The field service engineer turned off the medstation, reseated all cables, and turned the medstation back on. Once the application was up, the field service engineer logged in and recovered the failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half-height drawer wouldn't recover using the recover storage space function, and the cubie in this drawer had a read/write error. The customer reported that they had used an alternative location in station to obtain the medications. There were no adverse events or injuries reported based on this event.